Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported that the indicates that they want to download the new uploader. Troubleshooting was not performed. The issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the carelink. The device will not be returned for analysis.

Manufacturer narrative:
Complaint summary: customer could not download carelink uploader 3.9 msi package on their computer. Investigation/testing summary: carelink support team attempted to download from same page/link as user and verified download link was not working. Informed development and infrastructure teams, they then rolled out a fix. They reconfigured where the download link points to. Exact cause was not disclosed to us by infrastructure, would also be a technical description of internal infrastructure and development practices. Based on what occurred during a download attempt, the link was just misconfigured. Carelink support team confirmed fix was working by reattempting download after infrastructure team reported their work was completed. (Most likely) root cause: based upon investigation by the infrastructure team it was determined that download link was misconfigured. The cause of misconfiguration outside of carelink support team scope or purview. Analysis summary: carelink support team confirmed fix was working by reattempting download after infrastructure team reported their work was completed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.